Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient's death. The patient was in a non-treatable rhythm prior to the inappropriate treatment. Device manufacture date: monitor: 03/27/2015, belt: 05/19/2015.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. Prior to passing, the patient received an inappropriate treatment shock on (B)(6) 2017. An arrhythmia was detected at 10:34:10. The rhythm was asystole. The 150 j treatment shock was delivered at 10:34:14. The rhythm at the time of the treatment was asystole. Following the treatment, the patient remained in asystole, and the electrode belt was disconnected at 11:32:35. The patient passed away on (B)(6) 2017. There is no indication that the lifevest or inappropriate treatment caused or contributed to the patient's death, as the patient was in a non-treatable rhythm prior to delivery of the treatment shock. Asystole is considered a non-treatable rhythm by the lifevest.